Event description:
It was reported that the patient presented in clinic with complaints of phrenic nerve stimulation. Upon investigation, loss of capture was observed on the right ventricular (rv) lead. An x-ray was performed, and the rv lead was observed to be dislodged to the coronary sinus branch. The rv lead was explanted and replaced to resolve the event, and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. An x-ray examination of the lead revealed the helix was compressed and bent consistent with procedural damage. The helix mechanism extension length test could not be performed due to the helix being compressed and bent. The reported event of failure to capture was not confirmed. Electrical testing revealed no indication of conductor fractures or internal shorts. A visual and x-ray examination of the lead revealed no anomalies except for procedural damage.